Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the patient that they underwent gynecological procedure on an unknown date and mesh was implanted. Following the procedure, the patient experienced nerve damage and vaginal erosion. The patient reported permanent nerve injury and patient is in constant pain. The patient reports the device is removed. No additional information was provided.